Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer 3.2 row B generated errors for each cubie.As per part investigation, it was determined that crossed continuity between adjacent copper strands of the ¿ASSY RETRACTOR DWR HH CUBIE¿ (P/N 353844-01) which led to the observed thermal damage.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which located one similar complaint(s) with the same failure mode for this serial number.Work Order (b)(4) PCUNK Aux Drw 3.2 keeps failing pockets.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 08-DEC-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of PCUNK Aux drw 3.2 row B keeps creating errors for each cubie was confirmed during field service engineer (FSE) testing and subsequently confirmed in the DCHU testing process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE reported that the customer identified Row B of Drawer 3.2 as not detecting when a cubie lid was opened. The FSE verified the reported issue and determined that corrective action was required. The row tray and retractor band were replaced, restoring proper lid detection functionality. Following the repair, the drawer was tested using the Hardware Test Application (HTA), where it operated as expected with no further issues observed. During DCHU Visual Inspection P/N 356450-01: was received with no signs of physical damage, fluid ingress, loose or missing components. P/N 353844-01: was received with copper strands in contact with adjacent copper strands. During DCHU Testing P/N 356450-01: failed the HTA testing due to not detecting the CUBIE pockets installed. P/N 353844-01: the testing from DCHU was not necessarily due to the thermal damage observed on copper strands during the visual inspection. Internal inspection o P/N 356450-01: no anomalies were found. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint PCUNK Aux drw 3.2 row B keeps creating errors for each cubie was due to a faulty ASSY TRAY HH, P/N 356450-01 unable to detect the CUBIE pockets installed, without a specific failed component and crossed continuity between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE (P/N 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.